Event description:
It was reported that when a patient presented for a routine follow up, the device could not be interrogated. A different programmer was used but connection to the device was unsuccessful. It was also noted that the patient did not feel any vibratory alert. There was no evidence of pacing and qrs showed bundle branch morphology. Premature battery depletion was suspected. The device was explanted and replaced. The device is part of the advisory for premature battery depletion with implantable cardioverter defibrillator. The patient was in stable condition before and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.